Event description:
The patient reported that after wearing the pod for 48 hours on her leg she noticed her site was bright red, raised, itchy and in the size of a quarter. Her blood glucose was reading in the 80s mg/dl. She went to see her doctor who prescribed her keflex antibiotic for the site infection.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.